Event description:
Patient returned to have surgery to have a screw replaced. When he bent over in the shower the screw popped out. The screw is splayed open. One screw and a rod came out. He had surgery to replace the screw.